Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was filling the cartridge with an empty syringe, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge with a filled syringe. The air occupying the space in the cartridge could be misread as units of insulin in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned